Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded (d7150929) for review that showed events spanning approximately 4 days (21mar2024, 04apr2024, 01jan2000, 15jul2024 per timestamp). Events occurring on 04apr2024, 01jan2000, and 15jul2024 were recorded during testing at abbott. There were no notable alarms active in the log file. The returned system controller was connected to a test system monitor, power module and mock loop; however, the system controller was unable to communicate with the system monitor. The resistance of the underlying wires within the power cables was tested, and it was found that the orange wire within the white power cable and the blue wire within the black power cable was electrically compromised. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The outer jacket of the power cables was removed, and inspection of the underlying wires revealed that the orange wire of the white power cable and the blue wire of the black power cable were broken. The orange wire of white power cable is associated with the communication line. The observed damage to this wire would result in the communication issue. Additional information provided on 22mar2024 stated no log files are available, and that the issue resolved upon exchanging the system controller. The root cause for the reported event was determined to be due to wire fatigue within the white power cable; however, the root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the system monitor functioned as intended with other system controllers. The system controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was unable to connect to the system monitor. All other equipment except the system controller were exchanged but the issue persisted. The system controller was exchanged.